Event description:
The customer reported a leak from pinch valve vl12b under the white blood cell (wbc) bath from the inside of the coulter lh 780 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak in tubing through pinch valve vl12b. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).